Manufacturer narrative:
Correction: based on additional review of the event, adverse event also pertains to the event. Based on further review of the file, the previously reported device code (B)(4) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that ins recharger's (insr) pin was a little loose and the insr would not charge. Patient pin is little loose. Patient was redirected to the department for a replacement. Patient further clarified that they were on vacation in fl and on the night of (B)(6) 2017, they started charging ins and fell asleep, insr must have moved and stopped charging but in the morning patient was slightly charged and able to use stim and the patient programmer. Later on (B)(6) 2017, the ins battery depleted and pain returned, but insr only showed charge insr screen and patient was unable to charge ins. On (B)(6) 2017 patient reported that they were charging the ins too frequently. Patient stated that they have had a lot of problems with the battery running out but stated it was probably because of their neglect of not paying attention to it. Patient also mentioned that ins takes forever to get a charge and had difficulty getting coupling boxes. Patient did not indicate they wanted to troubleshoot the issues. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) serial# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.